Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking ¿at the clamp on fill port¿; further described as ¿failed to seal once clamped¿. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from february 20, 2019 - february 21, 2019. One (1) actual sample and two (2) companion samples were received for evaluation. Unaided eye visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a spike port cap leak at the spike port of the actual sample; no leak was observed at the clamp on fill port of that sample. The reported condition was verified on the actual sample. The cause of the spike port cap leak could not be determined. No leak was observed during testing of the companion samples. The reported condition was not verified for the companion samples. The second, actual sample was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.